Manufacturer narrative:
To ensure safety, precautions to be observed are provided in the operation manual. Excerpt from the operation manual 2b201-370en, "be sure to use the couch accessories correctly. Otherwise, personal injury or damage to the system may result." It was concluded that the phenomenon was caused by "user error". This event occurred due to no special actions or care being taken using the body slider during patient setting.

Event description:
The body slider, non-cmsc product, was used the patient moved from the bed to couch. A operator had the patient's neck and upper body slider, and the other had the slider near the abdomen with both hands. When the patient was positioned on the couch top for head scanning, the patient hit his or her head against the corner of the headrest, resulting in lacerations. The patient received topical treatment, and the laceration wound was closed with six sutures.